Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43, pump error 130. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit perform the rewind, prime/seating test, basic occlusion test and force sensor test. Pump error's 43 and pump error 130 alarm was confirmed on long history file. The history was download successfully using thus software. The long traces file confirmed pump error 130 alarm on 08/12/2024 20:00:09:000 and pump error 43 alarm (motor drive error) on 08/11/2024 19:2:37:000 due to moisture damage on electronics assembly. The following were noted during visual inspection cracked keypad overlay at select button and fading serial number label. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for pump error 43, and pump error 130 alarm were confirmed due to moisture damage on electronics assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.